Manufacturer narrative:
Sections with additional information as of 01-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Complaint was forwarded to packaging. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for broken safety seal on the true metrix test strip vial. Customer also reported complaint for unknown error code (customer did not recall which error). Customer stated he had obtained the product from his local pharmacy one week ago. Customer stated that the box had been intact and did not have any damage. Customer stated that the safety seal had been halfway off the vial; customer stated that the vial had not been open. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.